Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheeks with juvederm voluma with lidocaine as well as concomitant injection to the lips and marionettes with juvederm volift with lidocaine. Fifteen months later patient was injected to the lips, marionettes, and glabella zone with juvederm ultra 3. Patient used ice after the injections. Four months later patient developed "angioedema labial" and persistent inflammation in the lips. Symptom site of "facial" was also noted by the physician. Patient was prescribed dacortin, ciprofloxacin, and doxycycline. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 03/10/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of angioedema and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of angioedema and inflammation as follows: contra-indications ¿ "juvéderm® voluma¿ with lidocaine must not be used on areas showing skin problems such as inflammation and/or infections (acne, cold sores, etc.)." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported patient was injected to the cheeks with juvéderm® voluma¿ with lidocaine as well as concomitant injection to the lips and marionettes with juvéderm® volift¿ with lidocaine. Fifteen months later patient was injected to the lips, marionettes, and glabella zone with juvéderm® ultra 3. Patient used ice after the injections. Four months later patient developed "angioedema labial" and persistent inflammation in the lips. Symptom site of "facial" was also noted by the physician. Patient was prescribed dacortin, ciprofloxacin, and doxycycline. Symptoms are ongoing.